Event description:
The manufacturer received information alleging that a rep dreamstation auto bipap device. Customer alleged humidifier was not working, water not being used, plate not heating up, while in use for sleep apnea therapy. The patient¿s wife discovered the issue. The patient has cardiac enzyme blood work and states ¿did not have heart attack but they were doing a lot of testing and kept the patient for a few days and had a cardiac cath and all was good expect for a small blockage in a major artery. But the doctors are not concerned. Doctor stated sleep apnea could be to blame, they changed some of his medicine. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.